Event description:
Md is injecting off label into the shoulder. Dates of use: (B)(6) 2018 - present. Diagnosis or reason for use: m19.011. Is the product compounded? No. Is the product over-the-counter? No.